Event description:
Literature review reported in the american journal of gastroenterology. Conference: 78th annual scientific meeting of the american college of gastroenterology san diego, ca united states. Conference start: 2013-10-11 conference end: 2013-10-16. Conference publication: (var.pagings). 108 (pp s4-s5), 2013. Date of publication: october 2013, clinical outcomes of patients with barrett's esophagus treated with radiofrequency ablation using only the focal device. Choi k.d. Shinoura s. Dawwas m. Samarasena j. Lee. J. Chang k. Fifty-eight patients (46 men, 12 women: mean age 64.6+9.9 years) who had their radiofrequency ablation (rfa) treatments using only halo 90 were enrolled in the study. Symptomatic stricture requiring dilation occurred in two cases (3.4%). Note that this report, (B)(4), represents the second of these two strictures. The first stricture is represented in another MDR (B)(4).

Manufacturer narrative:
Unable to contact staff after several attempts therefore no samples were returned for investigation. Should additional information pertinent to this event to be obtained, a follow-up report will be submitted. (B)(4).